Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that a supply bag became disconnected without falling, which is known to cause this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell cycle two of four of peritoneal dialysis (pd) therapy. During troubleshooting it was found that a supply bag had disconnected without falling. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.